Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported pull off - suture needle. One open box with seventeen unopened samples of product code z311, lot kb5ddxn was received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kb5ddxn, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "from two sutures needle came of/cut off from suture" please explain. Needles were cut but themselves from suture. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Not known. What was the date of the initial procedure? Not known. Name of the procedure? Not known. Date the event occurred? Not known, only the date when this complaint was received is known. Device return status/follow up? Sutures discarded but sutures left of the box will be send for analysis. Note: events reported in 2210968-2020-00803.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture needle came off/cut off from suture. There were no adverse patient consequences reported. No additional information was provided.